Manufacturer narrative:
The email received for the (B)(4) study indicated that three and one half months post index procedure, the patient presented with right hemiparesis reported as an ischemic stroke. At baseline, the (B)(6) male was symptomatic, reporting difficulty with his left leg and history of some blurred vision; reported as symptoms of a transient ischemic attack. Angiography showed an 80% stenosis of the left internal carotid artery (ica). Additional medical history included previous cva, coronary artery disease (cad), uncontrolled hypertension, and long term smoker with copd. Additionally he had undergone prior bilateral femoral iliac endarterectomy and stenting. CT six months prior to index procedure showed some thalamic defects on the left side and a posterior cerebral lesion on the right. The patient was enrolled in the (B)(4) study for stenting of the artery. The severe eccentric lesion was ulcerated in the proximal portion of the left ica with two areas of ulcerated plaque. The length was over 20-25mm and reference diameter 6.75. Calcification and tortuosity was reported as mild with lesion calcification >+3mm width. Angiomax was the anticoagulant used, with aspirin and plavix given prior to the procedure. An angioguard distal protection device was deployed in a straight segment several centimeters above the primary lesion in the internal carotid. After performing this, a precise (8x40mm) stent was successfully deployed at the lesion and post-dilated with a 5x30mm aviator balloon. The most severe area of stenosis was improved or expanded somewhat. The stent conformed very well to the size and shape of the vessel. The angioguard was captured and removed from the patient and a final angiogram showed no evidence of any distal embolization. Residual stenosis was 40%. Angiomax was stopped, and the patient returned was taken from the angio suite in good condition without complications and no neuro deficits. Approximately three and one half months post-procedure the patient was admitted with an acute cerebral vascular accident (cva) and was having difficulty moving his right hand and arm and right leg and was found to have an ischemic stroke. A CT of his head was negative for an acute hemorrhagic stroke with small-vessel ischemic change and atrophy with no acute intracranial process seen. Carotid ultrasound reported status post left ica stenting without any significant stenosis and mild plaque within the right ica without evidence of hemodynamically significant carotid artery stenosis. The patient remained stable throughout his stay in the hospital. Symptoms improved slightly with physical therapy and he was discharged three days later with physical and occupational therapy. Recovery was partial with minor residual. The study indicated the event was unrelated to the cordis product and unrelated to the index procedure. Antiplatelet therapy included aspirin and clopidogrel at discharge from index procedure and at 30 day follow-up with no study meds at 12 month follow-up. The stent remains implanted and therefore is not available for analysis. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The patient's high-risk criteria includes previous cva, bilateral carotid disease, significant peripheral vascular disease, cad and heavy smoking. Stroke is a well-known potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient (extensive medical history), procedural, pharmacological and lesion. Based on the available information, a clear relationship between the precise stent and the ischemic stroke three and a half months later cannot be determined. Based on the imaging results and device history record review, there is no indication of any issues related the manufacturing of the device. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A CT of his head was negative for an acute hemorrhagic stroke. The patient remained stable throughout his stay in the hospital. Symptoms improved slightly with physical therapy and he was discharged three days later with physical and occupational therapy. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Concomitant products: aspirin, bivalirudin, clopidogrel, plavix, angiomax.

Event description:
The email received for (B)(4) study indicated that three and one half months post index procedure the patient suffered a stroke (ischemic). The patient is a (B)(6) male who presented with symptoms of a transient ischemic attack and angiography showed an 80% stenosis of the left internal carotid artery (ica). The patient was enrolled in (B)(4) study for stenting of the artery. The lesion was ulcerated in the proximal portion of the left ica with two areas of ulcerated plaque. Angiomax was the anticoagulant used, with aspirin and plavix given prior to the procedure. An angioguard distal protection device was deployed in a straight segment several centimeters above the primary lesion and the internal carotid. After performing this, a precise (8x40mm) stent was successfully deployed at the lesion and post-dilated with a 5x30mm aviator balloon. The most severe area of stenosis was improved or expanded somewhat. The stent conformed very well to the size and shape of the vessel. The angioguard was captured and removed from the patient and a final angiogram showed no embolic disease. Residual stenosis was 40%. Angiomax was stopped, and the patient returned was taken from the angio suite in good condition without complications. Approximately three and one half months post-procedure, the patient was admitted with an acute cerebral vascular accident (cva) and was having difficulty moving his right hand and arm and right leg and was found to have an ischemic stroke.